Manufacturer narrative:
Evaluation summary: the connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that the physician did not like the look of the lead's connector pin as the pin seemed to be loose. The physician did not want to use the lead during the procedure and used a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.